Event description:
It was reported that during a ptca procedure to treat a 100% occluded lesion in the right coronary artery, the guide wire was advanced and the tip became embedded in calcium. During an attempt to remove the guide wire, the tip became separated. No attempts were made to retrieve the separated portion of the guide wire. The pt was reported to be in stable condition and was released from the hosp.